Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had a surgery of cement tha with zimmer¿s pre-coat system around 2000. After that, the only stem was revised with the solution stem on 2010 due to loosening. Then, the patient complained right femoral pain on (B)(6) 2017, and the surgeon confirmed no problem on her right femoral under x-ray so that the surgeon suspected neuropathic pain at the point of time of first visit. However, the surgeon found that the stem in question was completely broken at the patient¿s third visit to the hospital on end of (B)(6) 2017. The revision surgery was performed on (B)(6) 2017 and the stem was replaced with a s-lock stem. The other implants were kept using in the patient¿s body. The patient is (B)(6) years old, female, and her initial is (B)(6). Her body is burly. Now she is under monitoring. No further information was provided by hospital.